Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv-his lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. Ventricular sensing could not confirmed for the right ventricular (rv)-his lead. The lead is scheduled to be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.